Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant surgery as mentioned. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. A measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
A "bipolar lead failure" was reported via home monitoring. The patient was brought into the office and interrogation showed lead impedances were within range and stable. A chest x-ray showed both leads were appropriately inserted into the device header. The leads were tested with a psa with similar values. It was noted on an echo that there was a small effusion. The patient was asymptomatic. The physician suspected a micro-perforation, and this lead was explanted. This lead was not replaced. Should additional information become available, this file will be updated.